Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Pump supplies were changed. Customer delivered a correction bolus and an insulin injection was administered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.